Event description:
Customer reported that a patient sample that forward typed as group o, was typed as a group a at the reference lab. Customer performed additional testing using abd/reverse group o pos in the forward type, reverse type was negative with a cell, weak positive 1+ with b cell.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.there are no similar complaints related to this lot.no erroneous results were reported.(B)(4).